Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch #: mw5106849. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: alaris pump infusion set leaking at the top part of the "pump segment" of the tubing where the blue conical-shaped plastic adapter meets the tubing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: alaris pump infusion set leaking at the top part of the "pump segment" of the tubing where the blue conical-shaped plastic adapter meets the tubing.

Manufacturer narrative:
H.6 investigation summary: no photo or sample of the failed device was received with exception of a highlighted region of set where the leakage occurred. Without further information like a physical sample, the root cause is unknown and the exact failure cannot be verified. A device history record review for model 11522558 lot number 21115088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.